Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a patient who did not wear a mask/reused equipment and peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient did not wear a mask while performing the pd therapy and reused the pd equipment. On (B)(6) 2011, the patient experienced peritonitis, and was hospitalized on the same date. The peritonitis occurred because the patient did not wear a mask and reused the pd equipment. In (B)(6) 2011, the patient began remedial treatment with gentamycin and cefazolin. It was not reported if the peritonitis resolved or if the patient was retrained; therefore, the outcome for the event of the patient did not wear a mask/reused equipment was unknown. Dianeal therapy was ongoing. The nurse stated that the peritonitis was not related to the dianeal solution. A causality statement was not provided for the event of the patient did not wear a mask/reused equipment.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.